Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 505 mcg/day), hydromorphone (unknown concentration at 10 mg/day) and bupivacaine (unknown concentration at 11 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient wasn't coherent so he was brought to the hospital, given narcan and transferred to the emergency room (ER). He was "tired but a little out of it but not freaking out." A magnet was put on his pump to stop it. The patient was going to be released the next day and he was told that once the magnet was removed the patient should be fine. No further complications were reported.